Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: 6935m62 lead implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine generator change, the lead could not be removed from the implantable cardioverter defibrillator (ICD) header by pulling out the lead after loosening the set screw. A surgical instrument was required to remove material in the device header near the distal connector pin. After the material was removed the lead could be removed. The ICD was replaced. No patient complications have been reported as a result of this event.